Event description:
The report received from the (B) (6) study indicated that after the index procedure for carotid stent placement, the pt had a neurological event described as a transient ischemic attack (tia) with accompanying vision loss in the left eye. The pt recovered with minor residual effects. The event was not related to the pt's anticoagulation. The event was not related to a cordis product and was related to the procedure. No additional re-intervention was required as a result of the event. The pt was discharged three days after the procedure. Additional information was requested but was not available. The pt was symptomatic. The target lesion was the left internal carotid artery. The lesion was reported to be: 90% stenosis, 20 mm length, eccentric, ulcerated, and 8 mm reference diameter. An angioguard embolic protection device was used. The lesion was pre-dilated. An unk precise carotid stent was implanted. The residual stenosis was 0%. The pt had no reported neurological deficit post-procedure upon leaving the angiography suite.

Manufacturer narrative:
The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed.